Event description:
This is a report of a patient who passed away coincident with continuous automated peritoneal dialysis (capd) therapy. On an unknown date, the patient was hospitalized for an unknown indication and eventually passed away. The cause of death was unknown. Physioneal therapy was discontinued on the same day prior to time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.